Event description:
Dr did a primary total hip in 2008, at hospital using a metasul cup sz 50. The cup was revised four months later... The cup was loose.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. (Establishment), which markets the devices in the us.